Manufacturer narrative:
One device was returned for repair. Visual evaluation of the device found no external damage. The device has not previously been sent in for repair. Event history showed auxiliary control unit (acu) power strobe failure. Functional testing was performed, and primary problem was replicated. The main board did not work as intended. The main board was replaced and the device passed functional/delivery tests.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device had an auxiliary control unit (acu) power strobe failure. This issue is not related to physical damage/abuse, and the event occurred during testing. There was no delay in therapy, and there was no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.